Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn tissue pad. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device tip broke. The issue occurred during a therapeutic total laparoscopic hysterectomy which was completed with an olympus back-up device. There were no reports of patient harm.